Event description:
It was reported the touch screen is inactive in areas, despite a change out of the stylus. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the screen is inactive in areas. Moving the stylus across the overlay there are spots in the middle of the screen that would not select. As a result the overlay was replaced. Also, it was noted that the screen drops, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the screws were missing on the bottom hinge plate.